Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: patient demographics death and patient outcome. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. Blood was observed in/on helix mechanism. Evaluation summary: (B)(4) full lead.

Event description:
It was reported that during implant, the right ventricular lead active fixation mechanism did not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.